Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the sample mesh passed but the bottom roll and comb were damaged and hinge top screw missing and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher was in need of repair. At product evaluation investigation the mesher had a damaged comb. No adverse events were reported as a result of this malfunction.